Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/ operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only.¿

Event description:
It was reported that the patient was admitted to the hospital with right back pain for more than 6 months. The nurse stated that at the time of admission, patient temperature was 36.1c, p was 80 and r was 20, blood pressure was 133/86. During the right renal pelvis incision, a stent was placed, and a urinary catheter was indwelled to drain urine. It was stated that 2 days later the urinary catheter was spontaneously slipped off, it was found that the balloon was ruptured. Also stated that the patient did not complain of special discomfort.